Manufacturer narrative:
Sc-2317-50 (sn (B)(4)). Device evaluation indicated that visual inspection revealed that the lead body had a pronounced kink approximately 22 cm from the proximal end where the lead appears to have been sutured. All cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The dfu states do not sharply bend or kink the lead and do not tie suture(s) directly to the lead, extension, or splitter body, use the provided suture sleeve. The broken cables resulted in the reported complaint of high impedance. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patient was not getting an adequate pain relief. High impedances were noted on the leads. It was believed that the implanting physician sutured the leads without using an anchor. The patient underwent a revision procedure wherein the leads were replaced and anchors were added. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 20953382, model/catalog description: infinion cx lead kit, 50 cm.

Event description:
A report was received that the patient was not getting an adequate pain relief. High impedances were noted on the leads. It was believed that the implanting physician sutured the leads without using an anchor. The patient underwent a revision procedure wherein the leads were replaced and anchors were added. The patient was doing well postoperatively.